Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display was found to be dim and pink. The battery compartment is cracked from top to the cover part. Found crack in case near upper right corner and near lower right corner of the display-damage to pump case. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display and a battery compartment crack. This report is made based on results of investigation completed on 08/06/2015.